Manufacturer narrative:
Upon inspection by a field service technician the issue could not be duplicated. No malfunction or problem identified with the device, it was working as intended. Based on this, no further actions are required.

Event description:
It was alleged the operating table started to move into reverse-trendelenburg position by itself. The event happened prior the start of a surgical procedure with a patient on the device. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as (B)(4).